Event description:
It was reported that during a pulse field ablation procedure, a faradrive steerable sheath was selected for use. During the procedure, it was reported that air entered the sheath and there was a broken valve. No patient complications were reported. The device is expected to be returned for analysis. No further information was provided. It was reported that there was no visible damage, but many bubbles were coming out continuously. The solution the user implemented was to change the catheter, and this resolved the issue because fewer bubbles were being aspirated. The procedure continued. It was completed with the new sheath

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of a sheath damage and air ingress. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: boston scientific has made three attempts to retrieve the device however no response was received; the device is not expected to be returned; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk assessment: a risk review performed for the faradrive device confirmed that the event of sheath damaged/defective and visible air/bubbles were a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed. B5: describe event or problem- updated.

Event description:
It was reported that during a pulse field ablation procedure, a faradrive steerable sheath was selected for use. During the procedure, it was reported that air entered the sheath and there was a broken valve. No patient complications were reported. The device is expected to be returned for analysis. No further information was provided. It was reported that there was no visible damage, but many bubbles were coming out continuously. The solution the user implemented was to change the catheter, and this resolved the issue because fewer bubbles were being aspirated. The procedure continued. It was completed with the new sheath

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure, a faradrive steerable sheath was selected for use. During the procedure, it was reported that air entered the sheath and there was a broken valve. No patient complications were reported. The device is expected to be returned for analysis. No further information was provided.